Manufacturer narrative:
The investigation is completed. Surgical printout of reported case shows correct lens. The root cause is surgical printout misinterpreted by customer. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. (B)(4).

Event description:
A surgeon reported incorrect intraocular lens implanted in a patient's right eye. This was due to misreading the calculation sheet of the device. The lens was explanted at a later date and correct lens inserted. Additional information has been requested.